Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that patient experienced unstable angina. In (B)(6) 2019, the subject was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal circumflex to distal circumflex artery with 80% stenosis and was 17 mm long, with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 24 mm promus premiere stent. Following this intervention, post dilatation was performed with 0% residual stenosis. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, thirty nine days post index procedure, subject presented with unstable angina and was hospitalized on the same day for further investigation and treatment. No other action was performed to treat the event and twenty nine days later it was considered to be recovered/resolved.